Event description:
Reportedly, when an attempt was made to monitor the pt, the device inappropriately displayed baseline artifact on the pt electrocardiogram, which resulted in a misdiagnosis of pt condition.